Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -12.0/+1.5/17 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023 as a replacement lens. It was indicated that the patient experienced subcapsular opacity. On (B)(6) 2023 the lens was explanted. This resolved the problem. The cause of the event was reported as unknown and noted "hiperlaxity" and the device did fail to perform as intended.

Manufacturer narrative:
(B)(4).